Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensors. It was reported that the meter did not blink when connected to the transmitter. The customer's blood glucose level was reported to be 300mg/dl. It was reported that the sensor was missing the cannula. It was reported that the sensor would be replaced and returned for analysis.